Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports a moderate amount of bleeding from her stoma off and on. Her doctor is aware and attributes it to her prolapsed stoma. Her prolapse extends outward 5.5 inches at times. Her stoma fluctuates in and out. She reports peristomal redness from 400-700 o'clock which bleeds a small amount when she changes her wafer. Her stoma is smaller than 32mm from 1200-600 o'clock so she has peristomal skin exposed when she applies her wafer. She applies stomahesive powder followed by no sting protective barrier. She used soap to cleanse her peristomal skin yesterday but she usually uses water. She does complain of pain to her peristomal skin at times. She changes her wafer every 2-3 days. She saw a surgeon who plans on doing a stoma revision on (B)(6) 2014 to repair her prolapse.